Event description:
It was reported in a casual conversation, the clinician information informed the manufacturer the excluder bifurcated endoprosthesis was explanted approximately 8 months post op because of an aorto enteric fistula. Pt is doing good. There was no allegation of product deficiency.